Event description:
Filter was placed in 2004. Pt returned to the hosp after noting a discharge of blood. An exam of the pt viewed a perforation of the vena cava. About three weeks later coils were placed at the site of the perforation to treat the damage and the pt was given a blood thinner. The filter was left in the pt after the damage was repaired.